Event description:
Boston scientific crm received info that during the implant of this cardiac resynchronization therapy defibrillator (crt-d), difficulty was encountered with the is-1 setscrew and retaining the lead. Eventually, the lead was successfully retained and this crt-d and lead remained implanted. No adverse pt effects were reported.

Manufacturer narrative:
No additional info is available at this time. Should more info become available, this event will be reopened.